Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. As reported the mesh remains implanted. Recurrence is a known inherent risk to hernia repair surgery and is listed in the adverse reaction section of the IFU as a possible complication. Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's reported experience. Should additional information be obtained, a supplemental MDR will be provided. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device remains implanted.

Event description:
The following was reported to davol: on (B)(6) 2015 - the patient was diagnosed with a right femoral hernia and underwent repair with the implant of a bard flat mesh. On (B)(6) 2015 - the patient had an office visit with the surgeon and had complained of a lump in her right groin area. The surgeon stated she could not locate or palpate any lump in the right groin area. On (B)(6) 2016 - the patient continued to feel a lump in her right groin area and went to her primary care doctor for an office exam. The doctor indicated that the patient had some swelling in that area; however, did not identify any recurrent hernia. On (B)(6) 2016 - the patient presented to the hospital ER with severe pain in her right groin and was diagnosed with a strangulated recurrent hernia and gangrene. The patient underwent emergency surgery and had a partial small bowel resection. The mesh was not removed at this time. On (B)(6) 2016- the patient presented to the doctor¿s office with complaints of pain in the lower abdominal / groin area. She has treated with a cortisone injection. On (B)(6) 2016 - the patient presented to the hospital ER with complaints of abdominal pain, a CT scan indicated there was inflammation in the right groin area. The patient was diagnosed with diverticulitis, possible nerve pain and was discharged home with prescription pain medication. On (B)(6) 2016 - the patient presented to the hospital ER with abdominal pain and vomiting, an abdominal CT scan indicated inflammation of the bowel. The patient was discharged home on a liquid diet and her symptoms resolved. Currently the patient continues to take pain medication as needed for her groin pain.